Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found a fully broken grip cable at the yaw pulley.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, a piece of the wire from the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The piece of wire was retrieved during the same procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications. The procedure was completed robotically with a backup instrument.